Event description:
Remote ICD transmission showed significant battery drain. Bsc engineers confirm premature battery drain. Recommends ICD generator replacement within 90 days. Patient scheduled for ICD generator change.